Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-jan-2017, an fse followed up with the customer over the phone. The customer indicated that apparently the main arm nozzle was sticking to the bottom of the cup, causing the cup to lift out of rt lane giving this error. The fse guided the customer through the main arm z bottom of cup alignments to both the rt and st lanes. She retried running, immediately received the error. Discussing with the customer, the fse found out that the seal breaker was not breaking the seal on the cups. On 18-jan-2017, the fse visited the customer facilities. He found that the hybrid arm/ cup transfer test cup was stuck, causing the c trans removed test cups to not reach home. Then verified all home mechanisms and their alignments. He verified the instrument by running 3 levels of quality controls (qc) with acceptable results. Customer ran qc for all assays with satisfactory results. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was hybrid arm/ cup transfer test cup needing alignment.

Event description:
On (B)(4) 2017, a customer reported error 2150: hybrid arm cup transfer errors with their aia-2000 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.